Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected shock for possible rapid ventricular response (rvr), atrial arrhythmia was in progress at time of therapy. It was noted there was possible atrial undersensing and intermittent far field r wave (ffrw) oversensing on some episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.